Event description:
It was reported that all functions of the bed are working but only working intermitenly. He was not at the customer home to do any troubleshooting at the time. He is pretty sure the pendant is the issue but did not have a spare to swap out.

Manufacturer narrative:
It was reported that all functions of the bed are working but only working intermitenly. He was not at the customer home to do any troubleshooting at the time. He is pretty sure the pendant is the issue but did not have a spare to swap out. The customer reports intermittent functionality of all bed functions. No on-site troubleshooting conducted. Customer suspects the pendant as the potential issue but lacks a spare for testing. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.